Event description:
A maude event report, voluntary report # (B)(4) was received by boston scientific corporation on 05sep2012 stating the following information, "planned elective surgery for removal of a left renal calculus with laser. When the urologist was threading the laser fiber through the ureteroscope to the left kidney, the tip of the laser fiber broke. The tip is transparent so he could not see it and he was unable to remove it. The blue covering encasing the tip was not seen when the laser was lit up. He stated that the pt will pass it when she voids. Another laser fiber was placed and the procedure was completed. Currently, the pt has not complained of pain." The maude event report stated that the procedure was performed with a flexiva 200 laser fiber and refers to the "blue covering encasing the tip." However, the covering on a flexiva 200 laser fiber is green, not blue. Additional follow-up from the customer confirmed the following information: (B)(6); -the device was disposed of. -a flexiva 200 laser fiber was using during the procedure. The customer stated, "the color issue of the fiber was a discussion but the facts are not clear. The nurse stated that dr. Spier could not see the tip when the aiming beam was turned on before the laser was used. The tip broke off while advancing the laser fiber through uteroscope." -patient identifier: unknown -patient age: unknown -patient is reported to be over 18 years of age. -there was no adverse outcome of the procedure. -holmium 100 watt laser was used set at energy of 4 with laser settings of 0.8 joules and 5 watts. -the procedure was completed with another flexiva 200 laser fiber. -the fiber was used for the first time and was not re-sterilized.

Manufacturer narrative:
Maude event report, voluntary report no: (B)(4).